Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. A patient had a watchman laa closure device implanted in (B)(6) 2015. At a 45 day follow up, a thrombus was detected on the device through transesophageal echocardiography (tee). The patient will remain on anti-coagulation medication and be reassessed at a future follow up. No further complications were reported.